Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical netherlands for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and shock testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of the report. Analysis of reports of this type has not identified an increase in trend.